Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds, diminished r-waves and intermittent loss of capture. It was noted that the patient experienced syncope. The rv lead was reprogrammed, and then explanted and replaced. No further patient complications have been reported as a result of this event.